Event description:
Customer reportedly obtained results of 496 mg/dl and 175 mg/dl on the advantage sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent. No quality controls were used.